Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), perforation ("perforation by the device") and device dislocation ("migration of the device") in an adult female patient who had essure (ess205) (batch no. 509408/ 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal wall abscess, hyperkeratosis, cholecystitis, cholecystectomy, cholelithiasis, pelvic prolapse, uterine prolapse and nickel sensitivity. Concomitant products included ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fungal infection ("infections/ infection (bladder/ urinary tract/vaginal) type: yeast"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal area pain"). At the time of the report, the device breakage, perforation, device dislocation, fungal infection, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fungal infection, menorrhagia, menstrual disorder, perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-jun-2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Lot number added. Historical and concomitant conditions added. New events added: infection (bladder/ urinary tract/vaginal) type: yeast, depression, mental anguish, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), vaginal discharge, abdominal area pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), perforation ("perforation by the device") and device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, infection ("infections") and menstrual disorder ("menstrual bleeding"). At the time of the report, the device breakage, perforation, device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device breakage, device dislocation, infection, menstrual disorder and perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), perforation ("perforation by the device") and device dislocation ("migration of the device") in an adult female patient who had essure (ess205) (batch no. 509408/ 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal wall abscess, hyperkeratosis, cholecystitis, cholecystectomy, cholelithiasis, pelvic prolapse, uterine prolapse and nickel sensitivity. Concomitant products included ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infections/ infection (bladder/ urinary tract/vaginal) type: yeast"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal area pain"). At the time of the report, the device breakage, perforation, device dislocation, vulvovaginal mycotic infection, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 6-sep-2006: essure device was successfully occluded batch number: 509408 man date: 2006/01 exp date: 2007/12. Batch number: 509798 man date: 2006/03 exp date: 2008/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), perforation ("perforation by the device"), device dislocation ("migration of the device") and cholecystitis ("bladder or urinary problem or changes-cholecystitis") in a 38-year-old female patient who had essure (ess205) (batch no. 509408/ 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal wall abscess, hyperkeratosis, cholecystitis, cholecystectomy, cholelithiasis, pelvic prolapse, uterine prolapse, nickel sensitivity and gerd. Concomitant products included citalopram, gabapentin, ibuprofen, metformin, oxybutynin, rosuvastatin and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), 22 days after insertion of essure (ess205). In (B)(6)2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). In (B)(6)2006, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2009, the patient experienced anaemia ("anemia"). In (B)(6)2013, the patient experienced vulvovaginal mycotic infection ("infections/ infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge. On (B)(6)2015, the patient experienced cholecystitis (seriousness criterion medically significant). On (B)(6)2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), celecoxib (celexa), clindamycin and omeprazole. At the time of the report, the device breakage, perforation, device dislocation, cholecystitis, vulvovaginal mycotic infection, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain, urinary tract infection and vaginal infection outcome was unknown and the anaemia had not resolved. The reporter considered abdominal pain, anaemia, anxiety, cholecystitis, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, perforation, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2006: results: total bilateral occlusion. Batch number: 509408, man date: (B)(6)2006, exp date: 2007/12. Batch number: 509798, man date: (B)(6)2006 ,exp date: 2008/02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2019: pfs received event vaginal infection was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), perforation ("perforation by the device"), device dislocation ("migration of the device") and cholecystitis ("bladder or urinary problem or changes-cholecystitis") in a 45-year-old female patient who had essure (ess205) (batch no. 509408/ 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal wall abscess, hyperkeratosis, cholecystitis, cholecystectomy, cholelithiasis, pelvic prolapse, uterine prolapse and nickel sensitivity. Concomitant products included ibuprofen. In 2006, the patient experienced depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal area pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 7 years 3 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infections/ infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge. On (B)(6) 2015, the patient experienced cholecystitis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual bleeding"). At the time of the report, the device breakage, perforation, device dislocation, cholecystitis, vulvovaginal mycotic infection, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, cholecystitis, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, perforation, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2006: total bilateral occlusion batch number: 509408 man date: 2006/01 exp date: 2007/12. Batch number: 509798 man date: 2006/03 exp date: 2008/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received - new event 'yeast infection, urinary tract infection, bladder or urinary problem or changes-cholecystitis were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device"), perforation ("perforation by the device"), device dislocation ("migration of the device") and cholecystitis ("bladder or urinary problem or changes-cholecystitis") in a 41-year-old female patient who had essure (ess205) (batch no. 509408/ 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal wall abscess, hyperkeratosis, cholecystitis, cholecystectomy, cholelithiasis, pelvic prolapse, uterine prolapse, nickel sensitivity and gerd. Concomitant products included citalopram, gabapentin, ibuprofen, metformin, oxybutynin, rosuvastatin and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. In august 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 years 3 months after insertion of essure (ess205). In august 2006, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and urinary tract infection ("urinary tract infection"). On (B)(6)2009, the patient experienced anaemia ("anemia"). In november 2013, the patient experienced vulvovaginal mycotic infection ("infections/ infection (bladder/ urinary tract/vaginal) type: yeast") with vaginal discharge. On (B)(6)2015, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), celecoxib (celexa) and omeprazole. At the time of the report, the device breakage, perforation, device dislocation, cholecystitis, vulvovaginal mycotic infection, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection outcome was unknown and the anaemia had not resolved. The reporter considered abdominal pain, anaemia, anxiety, cholecystitis, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, perforation, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2006: results: total bilateral occlusion. Batch number: 509408 man date: 2006/01 exp date: 2007/12 batch number: 509798 man date: 2006/03 exp date: 2008/02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new event anemia were added. Medical history, concomitant and treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.